Event description:
Treatment of an anterior communicating artery aneurysm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the coil could not be pulled into the microcatheter in order to reposition it inside the aneurysm. The implant coil was found to be prematurely detached as it was withdrawn out of the patient with the microcatheter. The procedure was completed with a new product.no patient injury was reported as a result of the procecure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.

Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached which contradicts what was reported in the event description. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).